Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebr0997 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had a midline placed on (B)(6) 2017. On (B)(6) 2017 the midline broke near the hub and the broken piece was retrieved. The rn stated it was possibly from the patient rubbing on the bed rail, but he wasn't positive. There was no patient injury reported.